Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a during a device replacement procedure, the right ventricular (rv) lead impedance measurement was reading "none" through new device and was showing high impedance through the analyzer. It was noted a portion of the rv lead was fractured. This portion of the rv lead was capped and the rv lead remains in use. No patient complications have been reported as a result of this event.